Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette from the cycler at the end of pd treatment. The peritoneal dialysis registered nurse (pdrn) reported receiving patient line is blocked alarm during an unknown drain prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is the weak point of the cassette membrane where it appeared as if it was leaking in a perfect circle that matched the size of the dome on the other side of the cassette. The pdrn indicated it looked like a cookie cutter effect. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a sample was returned to the manufacturer along with the original packaging. A sample evaluation was performed and a leak was found on the cassette during disinfection. During the visual inspection damage was observed on the cassette film. No damages on the hard plastic component of the cassette. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.the reported event was confirmed, however, the cause remains unknown.

Manufacturer narrative:
(Plant investigation was pending final approval when details were submitted on follow up #1. No change to previously reported information after final investigation was approved on 10/30/2019).